Event description:
It was reported that during routine removal of the catheter, the distal portion separated and was retained in the pt. A decision on whether to remove the piece of catheter has not been reached. The pt is not experiencing any discomfort or pain.